Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had a unspecified pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Pump error 23 is confirmed in the device history file. The device passed displacement and self tests. No unexpected pump error 23, blank displays, insert battery, low battery, replace battery, replace battery now, battery failed, power loss" errors, insulin flow block alarms, rewind or delivery anomalies, or restarts were noted during testing. (B)(4).